Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an x-ray showed an insulation break an inch before the distal coil. The lead was capped.